Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer reported an elevated blood glucose (bg) level of approximately 300 (mg/dl). A pump bolus and manual injection were delivered to address bg levels. Due to event occurring in the past, troubleshooting to determine the source of occlusion was unable to be performed by tandem technical support. Customer was able to change supplies and resume insulin delivery.